Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation found a damaged co2 absorber bypass valve which is most likely the cause of the reported issue. The co2 absorber bypass valve was replaced and successful check and functional test was performed and the device was cleared for clinical use. No logs or replaced part have been available for further analysis. The true cause of the reported issue cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the safety valve test failed during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).